Manufacturer narrative:
All operating currents tested within a specified range. The insulin pump was monitored and no blank display anomaly was noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, and cracked reservoir tube window were noted during the visual inspection.

Event description:
Customer reported that the insulin pump shut off randomly. The blood glucose reading was 400 mg/dl. She also reported a crack on the insulin pump casing on the reservoir window. Customer was not sure how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.